Event description:
Event description guidant received information that this ventricular lead had dislodged. During a procedure to address the issue, the patients anatomy prevented repositioning of the lead. The physician commented that the dislodgement was due to the condition of patient's cardiac wall.